Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid 2 mg/ml at 0.3209 mg/day via an implanted pump for non-malignant pain. In (B)(6) 2016, the patient reported "I'm no longer friends with the people that used to refill it." Told them I'm going to knock his teeth out." It took them "12 stabs to find the pump." The locator site for listings of healthcare providers was provided. The patient did not have a healthcare provider (hcp). Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.